Event description:
Caller tested 4.2 inr and 3.1 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.